Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a hand assisted lap bowel resection procedure, the device would not fire on the first firing. Another device was used to complete the procedure. The procedure was extended by 3 hours because the surgeon had to re-resect and the pt was extremely large with multiple previous surgeries. The pt is fine and the procedure was completed with no consequence.